Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
The customer¿s blood glucose (bg) level was "high"; although specific value was not provided. The cause was unknown. Reportedly, the customer could not remember how they addressed the bg. The customer also reported they cracked their head open due to elevated bg but reported no further injury. Recommendation was made to consult with a healthcare provider regarding diabetes management.